Event description:
The end user states the chair will not move. She states the joystick will turn on but a red light is flashing 5 times which is a left park brake fault. No injuries noted and the end user cannot find a serial number on the chair (B)(4).